Event description:
It was reported that there had been a lead warning for the right atrial (ra) lead which had experienced a polarity switch one day post implant due to impedance above the normal range. A chest x-ray confirmed that the ra lead had dislodged. The patient had complained of some chest pain. The lead was revised and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.